Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported sheath insertion difficulty and difficult to remove balloon from the sheath issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly does not fit into the sheath and had difficulty to insert into them. Reportedly, the balloon was allegedly difficult to be pulled out of the sheath and needed to remove the sheath with the balloon stuck in it. There were not reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported difficulty to advance balloon catheter into the sheath and difficult to remove balloon from the sheath issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly does not fit into the sheath and had difficulty to insert into them. Reportedly, the balloon was allegedly difficult to pull out of the sheath and they need to remove the sheath with the balloon stuck in it. There were not reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly does not fit into the sheath and had difficulty to insert into them. Reportedly, the balloon was allegedly difficult to be pulled out of the sheath and needed to remove the sheath with the balloon stuck in it. There were not reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. Both the photos show the distal portion of a pta device. The balloon is not present, and the inner lumen can be seen exposed. Both the scoring wires are broken and seen attached to the shaft at one end. Deformation of the shaft is seen at this area. The photos are not of an ultrascore 014 device, so no confirmations can be made based on these. Therefore, the investigation is inconclusive for the reported sheath insertion and removal difficulty. A definitive root cause for the reported sheath insertion and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the scoring balloon allegedly does not fit into the sheath. It was further reported that after the procedure the scoring balloon was allegedly unable to pull out from the sheath. There was no reported patient injury.